Event description:
It was reported that during an open duodenal switch procedure, the device was loaded with a green reload. Upon the first firing on the stomach, the staple formed only on the patient side, but not on the remnant side. Since this occurred on the remnant side, no additional steps were necessary. The same device was loaded with a blue cartridge and it worked fine. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/18/2008. Information anticipated, but unavailable at this time.